Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device to be in used condition, cracked housing, a scratched lcd lens, and a worn/rusty latch lock. Error code 1836 was revealed in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the motor was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there was a last error code 1836 (motor error). The event occurred during testing. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.